Event description:
Family reports observing rns inject into balloon port. When tube was inspected, it was found to have a burst balloon. This may have led to tube malposition and associated problems. Tube (outside of body) looks very similar to non-balloon feeding tube with side med/flush port. Balloon port only labeled "h20 20cc". Several experienced nurses state this could easily be understood as "flush with 20cc of water."